Event description:
The central screw holding the coverloc plate in place was still attached to the plate (afpatth), but the outer rim of the screw securing the screw to the coverloc plate was warped and failed allowing the coverloc to disengage and float freely in the soft tissue. Coverloc was removed.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.